Event description:
It was reported on (B)(6) 2013 that on an unknown day/month in 2013, a patient had a non-union of a distal femur as well as non-union of the clavicle from an original implant procedure conducted on (B)(6) 2013. The surgeon performed the removal of both the femur (part # 222.658;lot # 6491978) and clavicle (part # 02.112.030;lot # 6729704) plates. During this removal procedure, it was noted that one cannulated screw head broke post -operative on the femur plate. The surgeon was able to remove the broken screw head/screw easily with the broken screw removal kit (a total of 5 screws were removed but only 1 screw was suspect since it was broken). It was reported about forty intra-operative x-rays were taken of the patient; all x-ray views indicated there was no evidence of fragments remaining in the patient. The surgery was successfully completed with no time delay and no harm reported to the patient. It was also reported that the patient was revised with the following new parts: femur plate, clavicle plate and new screws. The patient was confirmed as having a history of being a heavy smoker. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Original implant date (B)(6) 2013; explant date is unknown. The device history record review was performed and concluded this lot met all specifications with no anomalies noted. The investigation could not be completed and no conclusion could be drawn as no device was received. Placeholder.